Manufacturer narrative:
Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. The event of "choroidal effusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient developed large choroidal effusion and may require drainage surgery against the xen®45 gts.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62683.

Event description:
Additional information reported affected eye is right. Drainage has not been performed as physician would like to monitor the event conservatively. The device will not be explanted.